Event description:
We have identified a traceability problem internally, regarding this serial number and the corresponding marking on the item.

Manufacturer narrative:
The production records have been inspected and reviewed. The error has not been detected. This report is the final supplemental report, the complaint ist closed.

Manufacturer narrative:
The production records have been inspected and reviewed. The error has not been detected.

Event description:
We have identified a traceability problem internally, regarding this serial number and the corresponding marking on the item.